Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication cannot be determined. The fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse inspected the system and there was no trouble found and no abnormalities noted. The iesu passed the electrical safety test. However, the iesu was proactively replaced due to concerns from the customer. The da vinci system was tested and verified as ready for use. The iesu was returned for failure analysis but the reported failure could not be reproduced. The unit was placed an in-house system under normal mode. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. A review of the provided image was performed by isi clinical development engineering (cde). The following additional information was provided: the burn image was reviewed, and it was confirmed to be a superficial minor burn on the patient¿s back. The system logs were reviewed for the reported procedure and there were no related system errors noted to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. In addition, the review confirmed the procedure date of (B)(6) 2021 on system (B)(4) for a low anterior resection. This complaint is being reported due to the following conclusion: after a da vinci-assisted lower anterior resection surgical procedure, a minor patient burn of an unknown degree on the patient¿s skin was identified. An unspecified ointment was applied to the burn. The cause of the skin burn injury is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that after a da vinci-assisted lower anterior resection surgical procedure, the patient was found to have sustained a minor skin burn. Intuitive surgical, inc. (Isi) contacted the (isi) field service engineer (fse) and obtained the additional information regarding the reported event from the site¿s robotics coordinator and biomed department. Per the robotics coordinator, there was no allegation of a malfunction of the integrated electrosurgical generator unit (iesu) of the da vinci surgical system; however, it is unknown how the burn occurred. The following was confirmed via follow-up with the site: the system, instruments, and accessories were inspected prior to use and no damage was noted. It was also confirmed there was no arcing witnessed during the procedure. There was no issue with placement of the grounding pad which was placed on the right thigh. There was no damage on the grounding pad. The burn was noted on the patient¿s back with the outer skin slightly peeled off. Per the site's biomed department, it was confirmed that the site had applied an unknown ointment on the burn. The cause and degree of the burn is unknown, but the robotics coordinator strongly believes it is not because of iesu of the da vinci surgical system. It was confirmed that the patient was reported to be recovering well. It was stated that apart from the da vinci¿s iesu, another generator, medtronic¿s ft-10, was also used.